Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubbles inside the reservoir. Customer is new to the insulin pump and it is there first time using the device. Customer blood glucose level was 344 mg/dl. Customer is treating their high blood glucose levels with their back up plan. Customer was advised to change out their full infusion set and reservoir. Customer advised they had expired reservoir and would return it to the hospital provider.